Manufacturer narrative:
A ge service rep performed an on site investigation. Adjusted the image intensifier (ii) power supply and increased the kv tracking. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the 9600+ system is blurry around the edges. There was no report of pt injury.